Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, fluid collection, hepatomegaly and splenomegaly (enlarged liver and spleen), and abdominal pain. Post-operative patient treatment included cholecystectomy with needle liver biopsy, removal surgery.